Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device retained by the hospital.

Event description:
It was reported that the patient's left femur was revised due to the lag screw backing out and causing the patient pain. A 105mm lag screw was revised to an 80mm lag screw. Rep reported that no further information is available.